Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11. A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar events have been reported. It cannot be ruled out that the most likely root cause of the issue is a corroded / (partially) stuck pump motor, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, which did not allow the motor to freely rotate and required a power overload to work, which could have led to an overcurrent that ultimately caused damages to distribution board. The damaged board is then likely to have caused the patient motor malfunction. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in portland, oregon. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Patient circuit 1 pump was running but making noise. In order to solve this issue, patient pump and distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e16 code) associated to patient circuit 1 pump that does not start. The issue occurred during procedure. There was no patient injury.